Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported the patient experienced loss of stimulation. Diagnostic system testing indicated high impedances on all contacts. X-rays indicated the lead had migrated. Surgical intervention is planned to address the issue.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected codes.